Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008k2 machine experienced a high temperature alarm during heat disinfect and subsequently shut down. The biomed stated the machine would not turn back on. During troubleshooting of the machine, the biomed identified burn damage on the solder side of the motherboard. The damaged area exhibited blackening and was isolated to one corner of the board. The motherboard was replaced, and the machine began experiencing other problems. The machine had fluctuating conductivity issues and an 'arterial blood pump (bp) no communication' message was displaying on power up. The blood pump communication cable was found to be connected to the function board incorrectly. The biomed reseated the cable to the correct port, and this resolved the arterial bp no communication issue. At the time of follow up, the machine was still experiencing conductivity issues and was out of service. The biomed stated there were approximately 20,000 hours logged on the machine. No other damaged components or parts were found. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There was no patient involvement associated with the reported event. No sample was available to be returned for evaluation as the damaged motherboard was reportedly discarded.